Manufacturer narrative:
On (B)(6) 2013, an ocd field engineer( fe) arrived at the customer site and inspected all tips and plunger clamps and ejection pins. The fe removed and cleaned black sleeve and tip clamp in position # 2. The fe tested summit lld with splld and oas software. All test passed. Repairs have returned this instrument to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4).